Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out. An interrogation revealed the right ventricular lead had high capture threshold. Physician decided to cap and replace the lead at the same time as the generator change out procedure. Patient was stable after the procedure.